Event description:
The customer contact reported during incoming inspection prior to patient use the device touchscreen was found to be out of calibration. It was reported the device touchscreen would not respond to enter the biomed mode. There were no report of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen intermittently did not respond and keys randomly stuck. This was found to be due contamination on the bottom edge of the touchscreen due to fluid ingress. As indicated in h.7., this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.